Event description:
A dealer called to report an event of the quad cane will not adjust and hold. In speaking to the reporter it was learned that the device was replaced. The sample was discarded.

Manufacturer narrative:
(B)(4).

Event description:
A dealer called to report an event of the quad cane will not adjust and hold. In speaking to the reporter it was learned that the device was replaced. The sample was discarded.